Event description:
A report was received that a patient will undergo a pocket revision due to difficulty charging, caused by the ipg flipping over.

Event description:
A report was received that a patient will undergo a pocket revision due to difficulty charging, caused by the ipg flipping over.